Event description:
The needle was disconnected from the top of the hub while using it to prepare IV solution. This has occurred at least several times in the past year, although it had never occurred previously.